Manufacturer narrative:
Product ID: 3889-28, lot# va05mps, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3889, lot# unknown, product type: lead.

Event description:
Additional information received via the healthcare provider reported the reason for report was "medical judgement/system upgrade." No performance issue was noted. There was an elective removal of the device. No patient complications were noted.

Event description:
The patient reported via the manufacturer's representative that the system had been explanted (complete). Patient stated that she has not been happy with her system for a long time but says that since (B)(6), it hadn't been helping her symptoms and she was having significant bladder spasms. She did not report any falls or inciting events. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was noted: none known. Regarding diagnostics/troubleshooting performed, it was noted: reprogramming- date unknown. Regarding interventions/ actions that were taken to resolve the issue, it was noted: patient opted to have device removed and will proceed with another treatment option. It was noted that the issue was resolved at the time of the reporting. Patient status at the time of the reporting - alive, no injury. It was noted: no device return-customer discarded. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomalies. The ins was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.